Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope exhibited error code b30. The issue occurred during inspection for use. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated: d9, h2, h3, h4 and h6. The device was returned to olympus for inspection where the reported event was confirmed. Based on the results of the investigation, the root cause was not identified. The most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.